Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.used in a calicified vessel.estimated date (reported as occurred in past six to twelve months).the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully clip deployed. The internal and external examination found all of the components in the correct post deployment positions and undamaged. During testing the device was cleaned and reset and re-deployed and function normally. The clip had been deployed as evidenced by the clip tine witness marks at the distal end of the carrier tube. There was nothing detected with the returned device that would contribute to the reported experience of difficult to remove or failure to deploy clip. The device does not match the reported information; therefore, the reported experience could not be confirmed. The evaluation findings of the returned starclose se device found the thumb advancer locked at step #3, not consistent with the reported difficulty/resistance during device removal. As indicated in the instructions for use (IFU) note for figure #8 under closure procedure, if resistance is met upon removal of the device after clip deployment, use of the two access ports will facilitate release of the locking mechanism on the thumb advancer. After the access ports are used, retract the thumb advancer as far proximal as possible, then slide the safety release to collapse the locator wings and reset the plunger. This procedure is designed to alleviate compaction between the distal end of the tube set and vessel locator wings when resistance is encountered during removal. The reported moderately calcified common femoral artery may have also been a contributing factor in the event. It was also reported that the device was used in a calcified artery which is cautioned against in the IFU. A difficult removal of the device can be influence by, but not limited to manufacturing; locator wings unable to collapse due to compacted scar tissue or fibrous, locator wings collapsed, but short tines or long tine trapped behind the distal ring. The evaluation found the vessel locator wings collapsed and undamaged. The device misfiring or failing to deliver the clip at the intended site can be influenced by many factors but not limited to; manufacturing, retraction of the device during clip deployment can result in incomplete tissue capture and clip deployment above the artery, failing to raise the device from 45 degrees to 60-75 degrees prior to clip deployment may result in incomplete tissue captured. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on the analysis of the returned device a probable root cause for the reported event could not be determined. There was no manufacturing or quality deficiency detected.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a calcified artery after an interventional procedure. Reportedly, the clip could not be applied. There was difficulty in removing the device from the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.